Event description:
Olympus was informed that during a therapeutic resection of hysteromyoma procedure, when cutting in saline, the loop wire at the distal end of two hf electrodes broke off inside the patient consecutively with a sound of balloon explosion. However, no fragments remained inside the patient since they were reportedly retrieved. The intended procedure was completed and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Device evaluation: the suspect medical device and the concomitant hf-generator were not returned to the manufacturer for investigation/evaluation but to olympus china sales and marketing (ocsm) (returned to ocsm on 2022-02-11 and 2022-01-21 respectively). The evaluation/investigation at ocsm found the hf-generator to be in standard condition and confirmed that the loop wires at the distal end of both affected hf-resection electrodes are broken off with traces of heat generation at the insulating sleeves. Since the loop wire at the distal end of an electrode wears out during use and may break, burn or melt, the reported event is attributed to wear and tear and thus to use error. Error message e006 that was reportedly issued by the hf-generator can have multiple causes and occurs if the resistance becomes too high at certain connections. Increased resistance may lead to faster wear of the electrode. The cause of reported popping sound cannot be conclusively be determined but may possibly be attributed to a minor oxyhydrogen explosion, which also could have contributed to the breakage of the electrodes. However, there is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot numbers of both hf-electrodes without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic resection of hysteromyoma procedure, when cutting in saline, the loop wire at the distal end of two hf electrodes broke off inside the patient consecutively with a sound of balloon explosion. However, no fragments remained inside the patient since they were reportedly retrieved. The generator at hand showed error e006. The intended procedure was completed and there was no report about an adverse event or patient injury.